Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model 407376) is an ous configuration not available in the us and is therefore not referenced in the gudid database. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident of a leak could not be conclusively determined.

Event description:
During the paroxysmal supraventricular tachycardia procedure, after inserting the introducer into the patient and placing the catheter inside it, block leak was noted. The introducer was replaced and the procedure was completed with no adverse consequences to the patient without additional puncture.